Manufacturer narrative:
As part of our investigation, on (B)(4) 2020, an olympus field service engineer (fse) visited the customer¿s site and was unable to reproduce the error. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, a ¿(B)(4) communication error¿ was observed. It is unknown if the intended procedure was completed. The facility¿s nurse reported that there was no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the user facility could not replicate the b30 error, it is likely that it was caused by a temporary contact failure caused by the user connecting to the video connector receive with the video connector not fully dried off. If the electrical contact of the connector is in an unstable state, the communication between the scope and the video processor may fail, and a b30 error may occur. Concerning the precautions when connecting the video connector, the following is stated in the instruction manual, which may prevent the phenomenon from occurring: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction".